Event description:
Pt exhibited a hoarse voice two-three days following surgery where a lma airway was used. Pt was referred to an ear, nose, throat dr. Who diagnosed arytenoid dislocation. The dislocation was repaired and the pt was fully recovered. There was no report of device malfunction or problem associated with this event.